Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates with multiple cartridges. Reportedly, the customer was unable to provide any dates or any further information on the reported event. There was no reported impact to the customer's blood glucose level.